Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). On (B)(6) 2022, individual tested positive with an outside covid-19 naat test as well as unspecified covid-19 antigen tests (frequency and brand/manufacturer not provided). Individual had symptoms at the time of testing. See (B)(4) for customer's daughters false negative result.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.